Event description:
In a literature review, it was reported that following a kyphoplasty procedure, a patient complained of severe postoperative pain together with severe swelling due to a subcutaneous hematoma in the area of the surgical incision. Following surgical evacuation of the hematoma the patient reported no further complications. It was reported per the author that the postoperative hemorrhage resulted from an unknown regular intake of aspirin. It is not certain whether a scalpel or kyphoplasty device caused a hemorrhage.

Manufacturer narrative:
Report source: "1150 kyphoplasties over 7 years: indications, techniques, and intraoperative complications" by nicholas mcarthur, md christian kasperk, md; martin baier, md; michael tanner, md; bernd gritzbach, md; oliver schoierer, md; wolfram rothfischer, md; gerhard krohmer, md; jochen hilmeier, md; hans-jurgen kock, md; peter jurgen meeder, md; franz-xaver huber, md taken from ortho supersite, orthopedics 2009;32:90. - other, device not returned, internal review of literature.